Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A leaking rechargeable battery was found in a rondo 2 audio processor that was returned for service repair. According to the repair request form, the device was reported to be non-functional.

Event description:
A leaking rechargeable battery was found in a rondo 2 audio processor that was returned for service repair. According to the repair request form, the device was reported to be non-functional as it would not synchronize to the fine tuner. There was no report from the patient of any contact to battery chemistry or injury.

Manufacturer narrative:
Conclusions: the complaint was opened during a normal repair process after a leaking rechargeable battery was detected. A broken welding seam at the housing and multiple other mechanical damages were found. The rechargeable battery housing is broken and covered with leaking electrolyte, which also damaged the sleeve. However, the electrolyte could not get outside the housing. It is assumed that the device got damaged due to excessive mechanical forces. This is a final report.